Event description:
Pt was implanted in the right femoral vein due to lack of access options. One valve became infected and was replaced in 2002. Pt had difficult surgery and developed another hematoma at the incision line. Hematoma therapy was initiated but area became infected and pt became septic. Both valves were explanted.